Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the evaluation indicated that the distal end was not secured due to adhesive peeling on the distal end and no electrical continuity due to corrosion on the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely a degradation and stress problem led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.